Event description:
The device was being used to pace the patient and the deviec allegedly would stop pacing by itself. The device operator reportedly would restart pacing each time it stopped. There were no adverse effects to the patient as a result of the reported event. The patient's details were not reported to mpc.